Event description:
It was reported that a patient was found to have user concern, failure to capture, false end of service diagnostic, header damage, inability to program, inappropriate pacing output, no pacing output, failure to sense noted on the pacemaker. No information regarding intervention or patient consequences was reported.

Manufacturer narrative:
Please note: the source of this event was obtained from a literature review journal titled as follows: intractable interference between epicardial and transvenous pacemakers induced by radiofrequency catheter ablation; (B)(6). ¿UDI is not available as product information was not provided due to the nature of the source document, a literature review article as listed above. Additional information: h6l field should reflect additional codes for sensing failure, no pacing output.

Manufacturer narrative:
Correction: h11: additional information: h6 field should reflect additional codes for no pacing output.

Event description:
It was reported that a patient was found to have user concern, failure to capture, header damage, inability to program, inappropriate pacing output, no pacing output, failure to sense noted on the pacemaker. No information regarding intervention or patient consequences was reported.